Manufacturer narrative:
Initial.

Event description:
It was reported that during setup of a replacement ilet, the screen displayed ¿tap to wake screen¿ but remained unresponsive while the user awaited sensor connection; the prior pump was still paired to the phone, and after the old pump was powered down and forgotten in bluetooth, the user selected ¿pair new ilet,¿ received a pairing code, and normal screen function resumed. Symptoms included no adverse clinical effects. Outcomes included no injury, no alerts or alarms, and successful completion of setup with restored device operation. Investigation included customer service troubleshooting, guidance to disconnect the prior pump from bluetooth, and re-pairing the new device. Investigation of this case revealed the device functioned as designed and that interference from a previously paired pump prevented normal interaction until the new device was properly paired. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and connectivity interference due to the prior pump remaining paired.